Manufacturer narrative:
Describe event or problem: it was reported with the use of the bd plastipak¿ syringe there was an issue with foreign matter on rubber plunger. There were 5 occurrences reported but the date/time and or patient information is unknown. Investigation summary: one sample unit belonging to lot number 1809214 was received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1809214 that could have contributed to the reported incident. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Investigation conclusion: upon visual inspection of the sample, no signs of excess silicone were observed nor were there any manufacturing defects observed. Lubricant is employed during the syringe assembly process to lubricate the cylinders within the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Root cause description: as no manufacturing related issues were identified, a definitive cause for this incident could not be determined. Rationale: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with foreign matter on rubber plunger. There were 5 occurrences reported but the date/time and or patient information is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with foreign matter on rubber plunger.